Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was placed. The analyzer showed high impedance measurements and no capture. Trouble shooting was performed without any changes in lead parameter measurements. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.